Event description:
The user reported that during an interventional procedure the gauge needle was not responding during inflation of the balloon. The balloon was confirmed to have inflated. The device was exchanged and the procedure completed. No harm or injury was reported.

Manufacturer narrative:
Device evaluation - the suspect device has not been returned for evaluation. The user did not indicate if this was the initial use of the device. A follow-up report will be submitted when the evaluation has been completed.